Event description:
Manufacturer received a report that a slid on a linoleum floor during a transfer of a patient from a wheelchair to the bed. This caused the patient to fall and sustain a laceration that required sutures. No malfunction of the device has been reported.